Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the bifurcation of the left anterior descending and diagonal coronary arteries with no tortuosity and no calcification. A 2.50 x 12 mm xience sierra stent delivery system (sds) and a 3.50 x 38 mm xience sierra sds were advanced through a 6f guiding catheter system to perform a kissing stent procedure. Resistance within the guiding catheter was met between all the devices and the hypotube of the 2.50 x 12 mm sds separated. The separation occurred at a point outside of the anatomy and was simply manually removed with no reported issue. The guiding catheter system was switched from a 6f to 7f to successfully continue the procedure with the 3.50 x 38 mm xience sierra sds and a new 2.50 x12 mm xience sierra sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported difficulty to position could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter and other devices during advancement to the lesion causing the reported difficulty to position and subsequent detachment of a device component. It should be noted, the kissing balloon technique (kbt) was used which narrows the access through the guiding catheter due to the multiple devices inserted at once. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was initially being performed via a radial approach and the 3.50 x 38 mm xience sierra stent delivery system (sds) was placed first [stent not deployed]. Following the removal of all devices after the separation of the 2.50 x 12mm xience sierra sds occurred, femoral access was gained and a larger sheath was used to complete the procedure. No additional information was provided.